Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the down buttons of the insulin pump was not responding. Customer¿s blood glucose was 7.4 mmol/l at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.